Manufacturer narrative:
Device investigation: results: the pet lock at the proximal end of the assembly is intact. The pusher assembly has a 90 degree bend 9.5 cm from the proximal end of the assembly. There are approx 30 degree bends every 17 cm along the hypotube. At the detachment tip, there is no visible pull wire or coil proximal constraint. Careful examination of the flexible polymer end of the pusher assembly shows a kink in the pull wire approx 7.5 cm from the detachment tip. The pusher assembly and the pull wire inside it were cut 38 cm back from the detachment tip and the pull wire was gently removed from the assembly. Close examination shows multiple kinks at the proximal end of the pull wire etched section. Using a see mic optical measurement system, the narrowest portion of the kinked section measured between 0.00152" and 0.00160", below spec for this part. The pusher assembly is non-functional. Conclusion: the nitinol pull wire prolapsed in the etched distal segment due to the compressive force of advancing the coil. The wire diameter in the etched segment is below spec. This small diameter resulted in the wire prolapse due to insufficient column strength. The bends along the hypotube are likely due to handling during return shipping. The kink at the proximal end of the pusher assembly may have occurred during the procedure when the physician was using force to advance the coil against resistance.

Event description:
The physician was treating a pt with a carotid cavernous fistula using the penumbra coil system. The physician placed the penumbra catheter 025 into the hole of the fistula through arterial access. He selected a penumbra coil 400 7 cm j coil to place through the hole to the venous side of the fistula. Half of the coil was deployed, and the physician started feeling resistance on the coil pusher. The coil prematurely detached with 1-2 cm left on the arterial side. He was able to flush the rest of the coil into the venous side of the fistula. The physician completed the case with seven more penumbra coils successfully. No pt injury.